Event description:
Customer performed a blood glucose test at 1 pm and received a result of 225 mg/dl, dosed normal dose of novalin 70/30. They ate and took a nap. Sometime between 3 and 4 pm they woke up sweaty, tired, disorientate, and they fell. Blood glucose test was done and the result was 17 mg/dl. 911 was called and five minutes later emergency medical technician's received a result of 13 mg/dl. The customer was given sugar push and saline though an IV. Separate event took place. The customer tested and received a result of 165 mg/dl at 7 pm, took normal medication and laid down to nap because they felt tired. At 9 pm was disorientated and fell. Blood glucose was 72 mg/dl they were given ice cream and cake. 911 was called and 3 minutes later the paramedics received 76 mg/dl and the customers device read 183 mg/dl. Customer was given orange juice with sugar and peanut butter and jelly sandwich and more ice cream and cake. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.